Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 01-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.2 cubie d5 had been unable to pop the lid. A field service engineer (fse) remotely logged in and successfully popped the lid using the hardware test application (hta), which worked without any issue. The fse had the customer successfully recover the error. The instrument was confirmed by the customer to be operating well without any further problems. The system functioned as intended after the field service engineer assisted the customer in resolving the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 5.2 failed. Customer had tried to recover and restart, but the system still failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.